Event description:
According to the reporter during a laparoscopic bypass procedure, the staple line was incomplete. A new product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.